Event description:
Product was returned as implant failure at 7 months. Based on the report, patient's medical history was described as tobacco use. Patient's oral hygiene and bone condition was described as moderate. Surgery was traditional 2 stage and fixture was placed with primary closure. Doctor indicated that the implant was removed because of infection and pain.

Manufacturer narrative:
Device evaluation in process, not completed yet.